Event description:
It was reported during a ptca/stenting procedure, following pre-dilatation of a moderately calcified lesion with a smaller diameter balloon, resistance was met while advancing the stent delivery system. The delivery system was removed through the guiding catheter, contrary to "IFU". The lesion was again dilated with the same dilatation balloon. The delivery system was again advanced and resistance was met. Upon retracting the delivery system, the stent became separated in the vessel and was retrieved with a snare. No further intervention was attempted. Reportedly, no pt injury occurred.